Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 383 mg/dl. Customer blood glucose reading at the time of the incident was over 400 mg/dl. Customer parent started high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with the insulin pump. Customer infusion set was changed on (B)(6) 2017. Customer did not mention any air bubbles and leaks. Customer drive support condition was not mention. Customer did not mention the insulin pump setting. Customer did not perform high pressure test. Products will not be returning for analysis.